Event description:
Journal reference: smeding et al. "Neuropsychological effects on the bilateral nucleus subthalamicus stimulation with idiopathic parkinson's syndrome; a controlled study." Neurology 2006; 66; 1830-1836. This article looked at the effects of bilateral stn-stimulation on the cognitive and behavior of pts with ips. Ninety nine pts were examined after 6 months post implantation. Nine pts experienced a deterioration in positive affect and increased emotional instability. There were also complaints of cognitive symptoms. No treatment or outcome info was provided.

Manufacturer narrative:
No medwatch form was received..